Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found that the stimulation lead body conductor was broken 18.7 centimeters from the distal end. Analysis of the lead (serial # (B)(4)) found that the stimulation lead body conductor was broken 19.6 centimeters from the distal end. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported the leads were revised and replaced with a manufacturer's product. The leads stopped working and the patient lost therapy. Impedances were checked and all were greater than 10,000 ohms. No falls or traumas were reported. When the doctor opened up the pocket, the system was connected including all the leads. The caller stated they disconnected the leads and put them into a cable to check impedances and they were all still greater than 10,000 ohms. They looked at the leads and they did not look fractured. The leads were intact and nothing looked wrong with them. There was no patient death or injury. Relevant medical history included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.